Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the battery handpiece device jammed/seized, had a worn seal, a worn bearing, illegible etching, moving parts of the device did not move smoothly, a sticky trigger, will not run, and component damage. It was further determined that the device failed pretest for marking and labeling, check for mechanical free moving, check for sticky triggers, check the roundness of the housing, and check the function of the device. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had jammed/seized, had a worn seal, worn bearing, a sticky trigger, and would not run. Therefore, the reported condition that the device was not working was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. (B)(4).